Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed.the analysis of the device memory indicated an issue with missing/invalid diagnostic data. Save to disk states "??? Invalid data received for episode" and "some arrhythmia episodes have invalid data". (B)(4).

Event description:
It was reported that one week post-implant the device memory showed "some arrhythmia episodes have invalid data" was indicated on the observation. Also, in the episode list "invalid data received for episode." It seems the data was not saved on the device. The device was reprogrammed. No patient complications have been reported as a result of this event.